Manufacturer narrative:
Device eval of monitor sn (B)(4) is currently underway. The reported problem (resetting) was confirmed. As received the monitor was resetting and would not fully p/u . A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us dist contacted zoll to report that monitor sn (B)(4) was resetting.